Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Initial visual inspection of the first and second instruments found no abnormalities. Functionally, each instrument was loaded with an articulating vascular/medium reload. During testing of the instruments, a skip was noted in each units firing stroke after closure of the reload jaws. An access hole was cut into each instrument body for visualization of the firing racks. This examination noted sheared teeth on each firing rack. Visual and functional evaluation of the third instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size the root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colon surgery procedure, for the first firing of colon resection due to ileus, the surgeon tried to fire the device, however a crack sound was heard and could not fire. It was replaced by a second sulu however could not fire the device. New handle was used and they connected it to the second sulu, and the firing was successful. After that ,the surgeon tried to fire the second handle with the first sulu, however could not. It was replaced again by a third sulu, however could not fire the device. Replaced by third handle and they connected the third sulu, the firing was successful. The surgeon said the tissue was quite thick. The surgical time was extended by less than 30 min. No reported patient injury.